Event description:
Additional information was received that there have been no known surgeries between (B)(6) 2013 and (B)(6) 2015 for the patient.

Event description:
Analysis of the explanted generator was completed. In the analysis lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrated the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The correlation between the amount of percentage the battery that had been consumed (23.358%) and the ifi yes condition (2.736 volts) was atypical to what is normally observed in the analysis lab. The final electrical test was repeated and suggested that there is no high current drain on the battery. Therefore, the electrical performance of the generator, as measured in the analysis lab, concluded that no anomalies exist and the ifi condition is an expected event. Programming data for the patient was reviewed, which identified a pulse disabled event for this patient observed on (B)(6) 2015, which may have been a contributing factor the to reported premature eon of service. The patient's generator has since reached ifi=yes on (B)(6) 2015.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.

Event description:
Additional information was received that the patient's generator was checked on (B)(6) 2014 and there were no noted issues in the physician's clinic notes. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient underwent vns generator explant surgery for prophylactic reasons (ifi=yes). Impedance measurements after replacement were within normal limits (2,194 ohms). The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the patient's generator was not working correctly. The patient's mother believed this to be the case because the patient has had an increase in seizures and reported the device to not be programmed as intended, despite the neurologist stating that settings are as expected. The battery is showing up as low, ifi=yes. Diagnostics have been reported to always have been within normal limits. It is unknown if the patient's increased seizures are above or below pre-vns baselines. No known surgical interventions have occurred to date. No additional relevant information has been obtained to date.